Event description:
The reporter stated that the surgeon was advancing a single piece silicone lens model aa4204vf in the cartridge with the injector and noticed that the lens was tearing. No pt contact or injury.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows the lens is inside the tip of the cartridge. There is no visible damage to the cartridge. There is clear surgical residue on the cartridge. It should be noted that the injector was not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root cause for lens tears include both delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors. All injectors/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.